Manufacturer narrative:
Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. Unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. Aborted procedure; no further medical intervention. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) during surgery. The suction ring assembly issue with intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that one (1) flap/ring procedure was replaced. Per account, patient moved during procedure and may have caused suction loss to occur. The left eye (os) was not attempted and procedure was aborted also. Patient did not experience loss of best corrected visual acuity (bcva) and post-operative bcva was 20/20. The physician was inquiring about re-treatment. There was no further medical intervention and pi will not be returned at this time.